Manufacturer narrative:
The second xience v coronary stent system is being filed under the same MFR number.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that two xience stents were implanted in the prox cx lesion which was not pre-dilated and the 1st ob mar lesion which was pre-dilated in late 2008. A week later, the pt expired while sleeping. The pt was not taken to the hospital and the cause of death was not reported. No additional event or pt info is available.